Event description:
The following has been reported: (B)(6) reported: negative recharge failure. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 6). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for a valve 6 actuation failure. During initial evaluation, the pump did not alarm and was infusing normally. Pump was set up to run an extended infusion overnight and experienced a failure to recharge negative tank due to valve 6 actuation failure. An internal investigation found no additional damage.